Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the helix was unable to be extended. The lead was not used and another was implanted instead. There were no adverse consequences to the patient.